Event description:
Boston scientific neurovascular was made aware of a procedure in which a physician was attempting to occlude an arteriovenous malformation (avm) using a spinnaker elite 1.8f infusion catheter in the right internal carotid artery. The physician used the catheter in conjunction with a mixture of 50% histoacryl glue diluted with 50% lipidol. During the procedure, the infusion catheter began to leak glue at the distal junction. The glue went into the middle cerebral artery and subsequently occluded it.